Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer, via a manufacturer representative (rep), regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the ins was in overdischarge. The patient was not able to charge the ins for over two months due to not having access to the recharger. When the patient attempted to charge the ins they were not able to do so. The rep said they were unable to read the ins with multiple devices. The rep performed a physician mode recharge which was unsuccessful so the healthcare professional planned to replace the ins with a new one. It was noted that the issue was not resolved at the time of the report; surgical intervention was planned but not scheduled. No symptoms were reported. No further complications were reported.